Event description:
It was reported that there was a loose lifeband issue with the autopulse platform. There is a 2mm gap instead of 1 mm gap and the lifeband comes out easily with very little force or falls out of the channel. No adverse patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.